Event description:
The customer reported receiving communication errors intermittently when using the 9800 system. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the single board computer, and the system operates as intended.